Event description:
It was reported that during a coronary intervention procedure, inflation/deflation and removal difficulties occurred. Vascular access was gained via the femoral artery. The 5.0x20mm, 50% stenosed, eccentric and progressive target lesion was located in the non-tortuous and non-calcified mid right coronary artery (rca). A 5.0x24mm liberté stent was deployed and then the 5.0x20mm liberté stent was deployed at 9 atm. Post-dilation with the stent delivery balloon to 50 -60% was attempted but the balloon failed to inflate for adequate post-dilatation. The stent delivery balloon was unable to completely deflate. It was noted that the stent was not fully expanded or well apposed. The balloon was withdrawn partially inflated; however, it was unable to be withdrawn into the guide catheter. Patient expired 2 hours following the procedure, reported cause of death is hemorrhage due to idiosyncratic reaction to agrastat medication.

Event description:
It was reported that during a coronary intervention procedure, inflation/deflation and removal difficulties occurred. Vascular access was gained via the femoral artery. The 5.0x20mm, 50% stenosed, eccentric and progressive target lesion was located in the non-tortuous and non-calcified mid right coronary artery (rca). A 5.0x24mm liberté stent was deployed and then the 5.0x20mm liberté stent was deployed at 9 atm. Post-dilation with the stent delivery balloon to 50 -60% was attempted but the balloon failed to inflate for adequate post-dilatation. The stent delivery balloon was unable to completely deflate. It was noted that the stent was not fully expanded or well apposed. The balloon was withdrawn partially inflated; however, it was unable to be withdrawn into the guide catheter. Patient expired 2 hours following the procedure, reported cause of death is hemorrhage due to idiosyncratic reaction to agrastat medication.

Manufacturer narrative:
Device is a combination product.(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the device was returned for analysis and initial visual examination of the returned unit revealed that the relevant stent was not returned for analysis due to deployment. There was a shaft break 410mm from the midshaft hypotube bond. The proximal section of hypotube was not returned for analysis. The balloon was not fully inflated when returned given the amount of solidified contrast media in the balloon. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. Attempts to insert a 0.015 inch product mandrel were unsuccessful due to solidified contrast media present within the guidewire lumen. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The inflation lumen had several twists and the presence of solidified contrast media was very evident. This type of damage could cause an obstruction in the inflation lumen potentially affecting deflation of the device. The mid-shaft was stretched and had an overall length of 40.6cm. The lumen and midshaft were kinked along their entire lengths. There were also kinks identified along the length of the returned hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).